Manufacturer narrative:
This report is submitted on 01 june 2020.

Event description:
Per the clinic, the patient experienced an ulcer at implant site resulting in exposure of implant. Subsequently the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
There was reported necrosis at the extruded implant site. The device analysis report is attached. This report is submitted on august 7, 2020. (B)(4).